Manufacturer narrative:
Bleeding is a documented perioperative risk for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in the neuroblate IFU and in monteris' internal risk management files. No malfunction was alleged, therefore, no device evaluation was performed.

Event description:
According to a laantern ae form, it was reported that a patient experienced intracranial hemorrhage. The patient had a litt procedure on (B)(6) 2021 and was discharged the following day with no events reported. On (B)(6) 2021, the patient was hospitalized with an intracranial hemorrhage. Interventions included hospitalization, clot evacuation, and physical therapy. The patient was discharged on (B)(6) 2021 and the event was marked as resolved on the same day.